Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5075965.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a bladder mesh procedure performed on (B)(6) 2013. According to the complainant, after the procedure, she experienced pain immediately upon waking. Reportedly, she returned to the physician before her 2-week follow-up appointment because of uncontrollable leg shaking experienced. The physician told her the mesh needed to be removed, and a urologist performed a partial mesh removal. Pain still persisted, so she was sent to another urologist for further removal. The mesh had migrated and cut through thigh muscle severing nerves. Pain persists in all her lower extremities, making it unbearable to walk at times. The patient reports she now has permanent nerve damage, muscle spasms, little or no bladder control, and an inability to complete normal daily functions. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.